Event description:
Caller reports during a correlation study patient tested 2.0 inr on the coaguchek s system and 2.9 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.